Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported ten (10) false negative results with the binaxnow covid-19 antigen self-test performed for past 10 days. This MFR. Report addresses result seven (7) of the ten (10) and lot number unknown/not provided (total quantity 9). The consumer reported a false negative result with binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a direct tested nasal kitted swab. Confirmation testing was performed on (B)(6) 2022 using other brand kit (brand name unknown) generated positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported ten (10) false negative results with the binaxnow covid-19 antigen self-test performed for past 10 days. This MFR. Report addresses result seven (7) of the ten (10) and lot number unknown/not provided (total quantity 9). The consumer reported a false negative result with binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on a direct tested nasal kitted swab. Confirmation testing was performed on (B)(6) 2022 using other brand kit (brand name unknown) generated positive result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.